Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced screen discolouration and scratches, which made it hard to see, a crack running down the battery compartment, battery failed alarms, and some buttons were non-responsive. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. No harm requiring medical intervention was reported. No product return is required for mmt-1884l.

Manufacturer narrative:
All buttons function properly. Unit display properly and no display anomaly noted. The pump passed the sleep current measurement test, active current measurement test, self-test. Pump was cut open to perform visual inspection and found no moisture damage on electronic assembly. The j1 connector on pcba 1 was locked properly during visual inspection. Successfully downloaded history files and traces using thus. Stuck button alarm, failed batt test alarm did not occur during testing and in the download history on event date. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) with in spec range. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, cracked keypad overlay, cracked battery tube threads, stained keypad overlay, missing display window cover, cracked case (battery tube). Failed batt test alarm, keypad buttons anomaly, display discolored anomaly did not occur during testing and in the history file. Cracked case (battery tube) confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.